Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Dental implants are designed and manufactured to achieve osseointegration after placement into the osteotomy using the recommended surgical protocol. The inability to achieve primary stability is a well-documented, previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess unable to place implant into osteotomy as potential failures, ultimately through osseointegration failure, with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the inability to place implants into osteotomy have not identified any signals indicating potential manufacturing non-conformances impacting primary stability. With no signals indicating a systemic quality issue, no escalation to CAPA is required. See attached summary investigation. DHR review was completed for the subject lot numbers (1239010). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1239010) (complaint category keywords : unable to place implant into osteotomy) for similar events and 1 other complaints was identified. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event (unable to place in osteotomy) or product (tsvt4b10). As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Fax number unknown / not provided.

Event description:
Doctor indicated lack of primary stability. Implant sunken inside site # 36.